Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator iris potentiometer was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys exhibited collimator iris potentiometer errors resulting in the inability to boot to a usable state. No pt serious injury or death was reported related to this event.